Event description:
It was reported that there were plunger head/ barrel clamp/ force sensor alarms. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
Other text: b5: additional information received on (B)(6) 2022 via email and attached to complaint object: the events did not occur while the pumps were in use with a patient. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both the tamper seals are broken, the battery is missing, top case corners are chipped, right plunger case chipped, cracked bottom case by the l-bracket, and the barrel clamp head is not fully seated. The device's event history log was reviewed for evidence of the reported event, and found "force sensor test". Complaint was confirmed; the plunger head was physically damaged due to customer damage. The barrel clamp rod screw was unscrewed, causing the barrel clamp head to stick up due to incorrect assembly by customer and force sensor was out of spec and stuck due to customer damage. The device was unable to calibrate. The plunger case assembly, barrel clamp rod, rod screw, and tapered spring were replaced, then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - health impact code updated.